Event description:
Customer reported hospitalization due to high blood glucose. Furthermore, the battery compartment is broke. The blood glucose reading at the time of hospitalization was 600 mg/dl. Customer states that there was no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.